Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, broken belt clip slot at battery tube threads area, cracked case at display window corner and cracked lcd window.

Event description:
It was reported the customer had no delivery alarms during fill tubing. Customer also reported a crack by their reservoir compartment. Customer's blood glucose was 127 mg/dl at the time of the call. The customer stated they had dropped their insulin pump once. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.